Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) - rasp. Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a broach handle cracked. No patient involvement. Another device was used. Attempts have been made, and no further information has been provided.